Event description:
It was reported that the patient with this neurostimulator had a rash on their buttocks. The patient was placed on steroid medication by their physician to alleviate the rash. The patient later noticed that the rash was present on their front side and was inquiring if the device could have been causing the rash. The patient stated that they would meet with an allergist to assess. There were no known device issues and no further patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of illness (general) was defined in the product risk documentation. These events type have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator had a rash on their buttocks. The patient was placed on steroid medication by their physician to alleviate the rash. The patient later noticed that the rash was present on their front side and was inquiring if the device could have been causing the rash. The patient stated that they would meet with an allergist to assess. There were no known device issues and no further patient complications.